Event description:
It was reported that the patient presented to the hospital saying "when I moved onto my side, the device moved". It was also reported that the right ventricular lead was undersensing at the maximum sensitivity, and the high voltage coil impedances were low. Dislodgement was suspected. It was noted that the patient had twiddler's syndrome. The patient's heart rate was 80 bpm but the device was pacing at the lower rate of 40 bpm. The lead was explanted and replaced, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.